Manufacturer narrative:
Concomitant medical products: unknown nexgen femoral component. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-00738).

Event description:
It was reported that a patient was revised due to infection.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.